Event description:
It was reported that the occurrence of separation from the circuit to the blue filter as well as from the elbow to the y part of the circuit. Occurring when patients are asleep and supine in the prone position.